Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical support (ts) that ¿possibly several 2008 series machines¿ were ¿not reading or calculating the correct patient weight¿ at the end of treatments. The biomed was relaying information which was reported to them by the clinical manager (cm). The biomed was unable to provide much information on the alleged events. They told the ts representative that it could have been a setting issue causing the discrepancies. There were no reports of machine alarms, treatment interruptions, or any patient harm. Additional details were obtained during follow up with the biomed. The biomed was not familiar with any specific events. They confirmed the cm reported that the machines were pulling slightly too much weight, but nothing significant. The biomed reportedly checked the kt/v on the machines and stated that several of them were set to 1.4, though they should have been set to 1.2. To fix this, the biomed reset approximately half of the machines (serial and model numbers not provided). The biomed confirmed that none of the machines were pulled from service for evaluation, and to their knowledge, patients were completing their treatments. There were no known complaints or symptoms that occurred during or after any treatments, and there were no reported adverse events. The biomed also confirmed there were no alarms. The biomed did not think there were any issues with the ultrafiltration (uf) function on any of the machines. The biomed confirmed, as initially reported, that they have 2008k, 2008k2, and 2008t hemodialysis (hd) machines at their facility. Specific information such as event dates, patient information, and serial numbers could not be provided. The biomed recommended to follow up with the cm to obtain additional information. Multiple attempts were made to obtain additional information from the cm, and to date, no further details have been provided.